Event description:
Per the clinic, the patient underwent a skin revision surgery to remove granulation tissue around the implant site (specific date not reported). The patient was also treated with oral antibiotics (specific date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on december 15, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced a skin infection and was treated with topical antibiotics (specific date and duration not reported). It was also reported that the patient developed skin overgrowth and subsequently underwent cauterization on (B)(6) 2022 to remove the excess skin. This report is submitted on january 11, 2023.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022. This report is submitted on march 22, 2023.